Event description:
Boston scientific received information that this ventricular lead dislodged one day post implant and was explanted. It was noted that this patient required an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and this lead was successfully replaced with a new active fixation lead. At this time the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.